Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "initial selective intubation was performed. Absence of capnograph during clamping on the tracheal lumen connection. The iterative fibroscopic controls find left selectivity after repositioning, with persistence of major leaks on the excluded lung (right lung)." The customer reported the device was ventilating both lungs. The videothoracoscopy initially planned could not be performed and the procedure was converted to a thoracotomy, increasing risk to the patient. The patient's condition was reported as fine and no complications were identified.

Event description:
Customer complaint reported as: "initial selective intubation was performed. Absence of capnograph during clamping on the tracheal lumen connection. The iterative f ibroscopic controls find left selectivity after repositioning, with persistence of major leaks on the excluded lung (right lung)." The customer reported the device was ventilating both lungs. The videothroascopy initially planned could not be performed and the pr ocedure was converted to a thoracotomy, increasing risk to the patient. The patient's condition was reported as fine and no complications were identified.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and black foreign matter was observed on the tube in addition to white liquid seen inside the clear cuff. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff could not maintain the pressure. A water leak test was then conducted on the returned sample by immersing it underwater. Air bubbles were observed flowing out from the clear cuff. The area of leakage was observed and it was found that the cuff was torn. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.